Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a pen ndl 29ga 12.7mm 100 bx 1200 USA had insufficient cannula length before use. The following was reported by the initial reporter: "it was reported that the patient end of the needle appears shorter than 12.7. Verbatim: consumer stated, the patient end appears shorter than 12.7. Stated, he measured the patient end of needle from hub to needle tip and he's getting 3/4 of a inch stated, he buys his pen needles from amazon but this is the first time he purchased a box from a retail pharmacy".

Event description:
It was reported that a pen ndl 29ga 12.7mm 100 bx 1200 USA had insufficient cannula length before use. The following was reported by the initial reporter: "it was reported that the patient end of the needle appears shorter than 12.7. Verbatim: consumer stated, the patient end appears shorter than 12.7. Stated, he measured the patient end of needle from hub to needle tip and he's getting 3/4 of a inch stated, he buys his pen needles from amazon but this is the first time he purchased a box from a retail pharmacy".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-12-28. Investigation summary: customer returned (65) 29gx12.7mm bd pen needles from lot 9288495 (64 sealed and 1 used) and 4 pen needles not manufactured by bd. Consumer stated the patient end appears shorter than 12.7. 30 out of the 65 returned bd pen needles were tested for patient end (pe) cannula length, and all 30 tested samples measured within specification. No evidence of manufacturing defect was observed. Since no defects were observed the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.